Event description:
It was reported per field service report: symptom - phone assist with biomed. Add'l info rec'd on (B)(6) 2011 from the biomed clinical engineer stated "the pump lost the display screen during an air survival flight. The pump continued to pump during this time. As a result, the pump was replaced with a back up unit and used with success." There is no report of death, complications or injury to the pt. The pt outcome is pt okay.

Manufacturer narrative:
(B)(4). Findings/action taken: biomed called to report that during a transport, the intra-aortic balloon pump (iabp) stopped working. The biomed technician later determined that the cause was a nut inside the display head had come loose and created a short circuit. It was noted that per the biomed clinical engineer there are 7 lock nuts inside the head of the display. As a preventative measure all of the hospitals 10 arrow autocat 2 pumps lock nuts are being changed to nylon lock nuts which do not come loose. The device will not be returned for eval.